Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had communication error code 216 and it gets fuzzy had lines. The issue was found during inspection for use of the device. There was no patient involvement.